Event description:
It was reported that pacing was unavailable during use. No pt complications were reported.

Manufacturer narrative:
The device will not be returned for evaluation. The device was discarded.